Manufacturer narrative:
Data analysis performed on inr results provided by customer. Inratio precision data provided by end-user: date: (B)(6) 2010, 1st inr = 1.8, 2nd inr = 1.2, 3rd inr = 1.7, mean = 1.57, sd = 0.32, %cv = 20.52. Since % cv is more than 20%, the test failed the criteria for precision. Previous investigation on strip lot 225323 from another complaint met the criteria for precision. No further investigation is required. Two therapeutic donors were tested using retained strips, returned (from previous complaint) and in-house meters. As of 11/02/2010, 51 discrepant results complaints were reported for lot #225323 yielding a complaint rate of 0.029%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. This issue will be subject to tracking and trending. Investigation: precision. For each pair of replicates for each sample on strip lot 225323, mean and standard deviations were calculated. In-house test results have 2.70% and 1.79%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required. No corrective action required as no product deficiency was established.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 1.8, 1.2 and 1.7. Caller una hultgren is home health nurse that has been assigned to train a new pt. She is using her strips that have been in storage since (B)(6) 2010.